Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient posted a comment stating that the implantable cardioverter defibrillator (ICD) is ¿dead¿ and inoperable. The device remains in the patient. No patient complications have been reported as a result of this event.